Event description:
On (2) occasions ventilators alarms sounded "ac power failure" and shut down. Ventilator from 1st incident was returned to manufacturer. They identified a glitch in the system secondary to software algorithm.